Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, scope found leaking from distal end during cleaning, desinfection and sterililzation. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that due to detachment of acoustic lens, insulation resistance value does not meet the standard value. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: there is a chip in adhesive area between acoustic lens and ultrasound probe; adhesive on bending section cover or distal sheath rubber has wear; insertion tube buckles and coating peel-off; connecting tube has a wrinkle; universal cord has a wrinkle; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to a pinhole on channel tube, water tightness is lost; due to deformation of elevator channel plug, water tightness is lost; due to detachment of acoustic lens, insulation resistance value does not meet the standard value; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; up/down/right/left knob locking certainty; evis switch functions failed the inspection; due to damage on switch box, switch2 does not work; adhesive deterioration and separation on the thread-wound sections; angle inspection - angle knob operation, angle knob motion direction, bending angle, knob play, bending section return failed inspection; water supply volume failed the inspection; endoscope watertight condition failed; probe surface insulation failed inspection; due to damage, switch1 does not work; due to clogging of nozzle, water supply volume does not meet the standard value; and there is a chip in adhesive area between acoustic lens and ultrasound probe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.